Event description:
The customer's parent called and reported the serter was not working properly and the sensors would not properly release. The customer's blood glucose was 2 mmol/l. The customer's parent stated the sensors were wasted by the trainer. It was advised the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.